Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the product is broken. The reporter indicated that the head nurse of the operating room complained that the glue was damaged during the operation. The event occurred before use on the patient.

Manufacturer narrative:
Samples received: no samples available because of coronavirus issue. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. No samples or picture showing the defect have been received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.